Event description:
Pt had a PICC line placed on 12/31/1998. It was noted that the line was not working on 1/5/1999 and the pt was taken to special procedures for examination. It was noted that the stiffening wire had broken. The majority of the wire remained within the PICC line. It was removed and replaced without noted incident. Per the physician, no adverse harm was caused to the pt.